Event description:
It was reported that the patient had an explant and revision surgery due to a broken pedicle screw. The patient originally had a cervical fusion at t-2 in (B)(6) 2010 and ten months later, the patient returned to the surgeon¿s office on an unknown date, complaining of pain. It was discovered via x-rays that a pedicle screw had broken. The surgeon removed a portion of the pedicle screw and the longer portion remains in the patient¿s bone. The patient was then implanted with other unknown hardware and was fused at t-3. This report is for one unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for one unknown screw/unknown lot. Implant date: unknown date (B)(6) 2010. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Patient reported that he is still in pain and takes daily pain medication. Patient also reported that he has limited range of motion and limited in the length of time he can stand or sit. Patient does not have piece of screw that was removed.